Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was unavailable, since the customer ended the call before any further information could be gathered. After the customer was asked for her name and date of birth, she stated, "nevermind, by the time I give you all of my information, I'm going to die," and disconnected the call. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.